Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula and fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 265 mg/dl while wearing the pod between 36 and 48 hours on the arm. The pod was leaking insulin.